Event description:
Boston scientific received information that this pacemaker depleted prematurely. The device had declared end of life (eol) earlier than expected. The patient has a right sided implantable cardioverter defibrillator (ICD) insitu with appropriate pacing function which was previously implanted. The pacemaker remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.